Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) lead was fractured. The lead was subsequently explanted and replaced. Postoperatively, the patient reported effective therapy was regained.